Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was initially implanted; however, a posterior capsular tear occurred, necessitating explantation of the lens and replacement with a three-piece iol. Additional information was requested.